Event description:
It was reported that the pump exhibited an error code. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. Functional evaluation to include non-destructive analysis of the pump was performed. Error codes were not able to be found in, or downloaded from, the device event history log. Results: the customer reported problem was duplicated. Powering the device on as normal, the screen turns red and alarms for error code 45520. When powering the device on to the multi-user mu mode, the screen turns red and alarms for error code 43520. Root cause of the reported issue is attributed to the keypad which was found to cause the error codes. Who caused the reported issue to occur is unknown and could not be determined during the investigation performed. Replacing the faulty keypad will solve the issue. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. D4: correction: model number: 2120.